Event description:
Edwards learned through its implant patient registry that a 25mm aortic pericardial valve was explanted after an implant duration of 1 year and 3 months and replaced with a 23mm aortic pericardial valve for unknown reasons. No additional information was provided.

Manufacturer narrative:
It is unknown if this device is available for return and evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant a valve or replace a valve in a valve-in-valve procedure, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted or replaced because they are not functioning optimally. In this case, there has been no response to our requests for return of the device for evaluation or additional information regarding the reason for explant. Without a response from the health care provider, we are unable to determine root cause for explant of this device.